Event description:
Doctor deployed filter with tip of the filter "in the renal". The filter had a slow forming dome which eventually formed as expected. There was no impact to the patient and no further complications reported.